Event description:
Customer reported no delivery alarms. Customer stated that he had isolated the issue to being due to the insulin pump. The blood glucose reading was not given. Customer was advised to change the infusion set and reservoir and to clear the alarm. Customer was advised to disconnect and reconnect the reservoir and tubing and to manually push insulin the tubing with the plunger. He verified that insulin did exit and the insulin pump did not alarm for no delivery. When customer connected the insulin pump to his body again, he received another no delivery alarm. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.